Manufacturer narrative:
Findings: all buttons functioning properly no damage on the keypad assembly and the connector on was locked properly during visual inspection. Passed leak test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 224mg/dl at the time of the incident. The customer stated that the left arrow, right arrow, and select buttons were unresponsive. The customer also stated that there was no significant event leading to the keypad issues. The customer advised to remove the battery and insert a new recommended battery. The customer stated that the buttons were still unresponsive even with a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.